Manufacturer narrative:
The performance of the lead under complaint was scrutinized. The analysis showed a puncture through the insulation at approx. 24.5 cm distal to the is-1 connector pin. The quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. It is reasonable to assume that this insulation damage occurred during the surgery. In summary, no indication of a material or manufacturing problem was noted during analysis.

Event description:
Our MDR - after an implant duration of 3 days intermittent capture with this lead was reported. No adverse pt side effects have been reported. The lead was explanted.